Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, when the tendon anchors were being inserted into the tendon anchor inserter they broke. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation. Thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.